Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the aux pendant dongle was broken off from the stand-off screws. The rear bulkhead connector was replaced and a new dongle was installed. Home motion control was also completed. The imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure it was reported that the imaging system "was not functioning and there is a loose part next to the system." There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the returned rearcab bracket panel resulted in a physical damage failure found through functional testing and visual /physical examination. Analysis states that the jack screws for the connectors are missing. Analysis on the returned dongle resulted in a physical damage failure found through functional testing and visual/physical examination. Analysis states that the mounting screws were broken. If information is provided in the future, a supplemental report will be issued.